Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a reservoir leak; insulin had leaked into the insulin pump. The patient's blood glucose at the time of incident was 491 mg/dl. The patient treated via manual insulin injection. During troubleshooting there did not appear to be any anomalies caused by the insulin pump's exposure to moisture/insulin. The device passed the high pressure test. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly noted. All operating currents are within specification. Device received without battery cap unable to confirm damage. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, cracked case, and scratched reservoir tube window.